Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2017, during the patient¿s first post-implant/discharge follow-up, multiple elevated flow estimation and power readings were observed on system controller history interrogation. The patient remained asymptomatic other than shortness of breath upon exertion. The patient was started on oral torsemide 20 mg daily. The patient was discharged with an inr of 2.3 and a goal range of 2.0-2.5. The following day the patient¿s inr was subtherapeutic at 1.4. On (B)(6) 2017, the patient was started on 0.75 mcg/kg lovenox subcutaneously twice a day. The submitted log file was reviewed by the manufacturer¿s technical services representative and confirmed the elevated readings. On (B)(6) 2017, it was reported that the patient had a scheduled office visit and echocardiogram. The lactate dehydrogenase (ldh) level was recently elevated, and the patient had symptoms of anemia and hyperbilirubinemia. It was also reported that the pump parameters were not at the patient¿s baseline. The patient¿s plasma free hemoglobin was 50 mg/dl and the ldh was greater than 2.5 times the upper limit of normal. The patient was directly admitted to the heart failure unit. On 06jul2017, the submitted log file was reviewed by the manufacturer¿s technical services representative and confirmed the elevated pump parameters. The patient was asymptomatic. On 07jul2017, another log file was reviewed by the manufacturer¿s technical services representative, with similar results. There were no other unusual events observed in the log file. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The report of power elevations and flows were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these findings could not be determined. Several of the power elevations observed in the log file appeared to be associated with pi events. The pump appeared to function as intended and a correlation to the patient¿s clinical symptoms could not conclusively be determined. The patient remains ongoing on vad support and no additional complaints have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.